Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 99% stenosed, proximal left anterior descending artery. The 2.0x15 tenku rx balloon was being used for predilatation of the target lesion when the balloon ruptured during the first inflation at 5 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion or during removal of the protective sheath. A non-abbott balloon catheter was used to complete the case adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach 1; stent: xience. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.